Event description:
The pt was originally implanted with a femoral nail following an accident in 2010. Pt was returned to the operating room on (B)(6) 2012 for a scheduled removal of the hardware and pt had healed. The surgeon removed the end-cap and screws but could not remove the nail. The nail was left in the pt and no further procedure is planned at this time.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.